Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not received for evaluation. The batch record for the lot number referenced in the complaint file was reviewed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All products have a resting time of (B)(4). Deflation test is performed for all products. The operator inspects for no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff.

Event description:
The user facility reported that the tracheal tube's inflation valve did not properly function. The patient involved was not injured. There was no additional information made available to the manufacturer.